Manufacturer narrative:
Lot 21891483/UDI (B)(4) was also use during the procedure. We are unable to determine which device is considered to have caused or contributed to the adverse event. The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: significant pleural or pericardial effusion requiring drainage.

Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale. While attempting to lock the device the physician pulled back and a delayed lock release occurred. When the lock released a missed right eyelet occurred. The device was removed and a second 25mm gore® cardioform septal occluder was implanted. Following the procedure, while in recovery, the patient complained of chest pain and a drop in blood pressure was noted. Echocardiogram showed a pericardial effusion. Pericardiocentesis was performed and the patient was given protamine. The patient stabilized and was discharged the following day. The physician noted that at the beginning of the procedure the intra-cardiac echocardiography (ice) catheter needed to be replaced as it was not working properly and visualization was impaired. 2412-a:-dissatisfaction/non-specific-is being used for chest pain.